Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, a loss of capture was observed on the right ventricular lead. Sensing values were inconsistent and impedance had risen. A chest x-ray revealed that the lead had fractured. It was noted that the patient had a history of twiddler¿s syndrome. Device reprogramming was performed and the patient would continue to be monitored.